Manufacturer narrative:
One 5f pacel (flow directed) pacing catheter was received for evaluation. The 1.25cc volume limited syringe was also returned. The reported event of a ruptured balloon was confirmed. The balloon was noted to be torn and ruptured where the adhesive seal meets the balloon at the proximal end of the balloon. The proximal and distal adhesive bonds for the balloon remained intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn and ruptured balloon remains unknown.

Event description:
During the paroxysmal supraventricular tachycardia procedure, a pacing catheter was inserted into the patient and blood returned to the syringe. The catheter was removed, and the tip of the balloon was found to be ruptured. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.